Event description:
Surgeon started to use capio slim suture capturing device (ref #m0068318250, lot #31984730). Surgeon stated the device was not working properly, and he wants in sent back to the manufacturer. Item was removed from surgical field and collected by circulating nurse to return to materials manager. No harm was done to patient, a new capio slim (ref #m0068318250, lot#31505149 was opened and worked correctly.